Event description:
It was reported that the patient fell. It was reported that a right ventricular (rv) lead exhibited intermittent undersensing. Chronically low r waves were noted. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w2dr01 ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.